Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the right coronary artery (rca). It was noted that a 2.5x33 xience sierra drug eluting stent (des) failed to cross the lesion due to the anatomy. The patient was noted to have low blood pressure due to the long procedure time [clinical delay], and reduced coronary artery perfusion due to the failure to cross. Therefore, the procedure was stopped and unspecified medical treatment was given. No additional information was provided.

Manufacturer narrative:
A visual analysis was performed on the returned device. The reported failure to advance could not be tested as it was based on operational context. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, it is likely that the interaction with the heavily calcified anatomy resulted in the reported failure to advance. The analysis of the returned device confirmed the crossing profile met specification. The reported difficulties possibly caused/contributed to the reported patient effects, however a conclusive cause and the relationship to the product, if any, cannot be determined. The treatment appears to be related to the operational context of the procedure. The reported patient effects of ischemia and hypotension is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design, or labeling.